Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant.

Event description:
It was reported that during implant, the right ventricular (rv) lead was placed in the heart and the rotation tool was used to extend the helix. The helix would not extend (markers did not move on fluoroscopy) and rv lead was not fixed to the heart. The rv lead was removed and helix extension was attempted on the table. The helix would not extend but tension was created and the rotation tool recoiled when excessive turns were made. It was noted that the rv lead was not tested on the table before the implant attempt. The rv lead was not implanted and a new rv lead was used. No patient complications have been reported as a result of this event.